Event description:
An a1112 mayfield infinity support system was reported to have had a screw that was stripped. The pt was anesthetized when the problem was found. The surgery was delayed 30 minutes before another unit could be setup for the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.